Event description:
It was reported that the pt's hearing decreased significantly in the implanted ear due to chronic middle ear problems. At some point, the pt was not getting enough benefit from his middle ear implant. The surgeon decided to explant him, and re-implant him with a cochlear implant.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.